Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinary/bowel dysfunction. It was reported that after the procedure they urinated a whole lot. The patient was redirected to their healthcare provider to further address the issue. Patient reported symptoms came back after another surgery they had on their foot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the symptoms coming back after another surgery they had on their foot was not determined. The most likely cause/contributed to the issue was they were undergoing surgery and/or anaesthesia. The manufacturing representative (rep) notified and reached out to patient. The issue was resolved. During phone conversation, the patient called and stated that they were urinating every 30 minutes since surgery yesterday. They had an orthopedic surgery (sg) yesterday. They had device. Message sent rep to follow up with patient. The rep stated that the patient told them that their bladder symptoms were very well controlled.